Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead had displayed a loss of capture (loc) with an increase in pacing thresholds and r-wave measurements. It was found that the lead had dislodged. A lead revision was performed successfully. There were no adverse patient effects.